Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the bard flat mesh implanted in 2009. Another emdr will be submitted for the bard flat mesh implanted in 2002. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2002 - patient was diagnosed with uterine prolapse, cystocele, rectocele, enterocele and stress urinary incontinence. The patient underwent a vaginal hysterectomy, anterior and posterior repair with enterocele repair and cystoscopy. During this procedure a bard/davol flat mesh was placed to cover the cystocele repair anteriorly. On (B)(6) 2009 - patient was diagnosed with rectocele and underwent a vaginal repair with bard/davol flat mesh placement at the posterior compartment of the vagina. No mention or visualization of the previously implanted bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.